Manufacturer narrative:
The report of false measurements from the non-invasive blood pressure (nibp) cuff could not be confirmed. The nibp cuff was returned to draeger for evaluation. A simulator was used to test the cuff and was set to 38/15 and the draeger cuff measured 39/15. The infinity m540 nibp static cuff accuracy range is +/- 3 mmhg (as per the instruction for use). The readings of the draeger cuff in comparison to the simulated nibp of 38/15 fall within the expected accuracy range (35/12 ¿ 41/18). Therefore, draeger was unable to verify the reported inaccurate measurements with this cuff.

Event description:
It was reported the non-invasive blood pressure (nibp) cuff was used on a patient to obtain a nibp reading. The reading was low but within the minimum acceptable range, so the nurse decided not to give the patient fentanyl boluses for pain management. The following day, the same cuff was used to obtain another nibp reading but the reading was very low, which prompted the user to inspect the cuff. During their inspection it was found the cuff had small tears along the velcro. The user expressed concerns that these tears could have impacted the accuracy of the nibp reading. No adverse patient impact was reported.

Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion.

Event description:
It was reported the non-invasive blood pressure (nibp) cuff was used on a patient to obtain a nibp reading. The reading was low but within the minimum acceptable range, so the nurse decided not to give the patient fentanyl boluses for pain management. The following day, the same cuff was used to obtain another nibp reading but the reading was very low, which prompted the user to inspect the cuff. During their inspection it was found the cuff had small tears along the velcro. The user expressed concerns that these tears could have impacted the accuracy of the nibp reading. No adverse patient impact was reported.